Event description:
The customer reported that their pump battery would not charge, and there was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to attempt charging the pump using different wall outlets, adapters, and cables; however, these efforts did not resolve the issue. The pump was reported as being out of warranty, and the customer is relying on multiple daily injections as an interim solution while awaiting further actions.